Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 900s mg/dl. Troubleshooting was performed. The customer stated that she was on insulin shots and not on the insulin pump therapy when she was feeling ill and her glucose level went up. The customer stated that she received the new insulin pump and the doctor is requesting that she receives training before being released. No further info was provided.